Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room on two separate occasions due to inappropriate shocks. Review of the device data noted low amplitude measurements and unusual morphology which was oversensed and resulted in the inappropriate therapy. Additionally, impedance measurements showed a variance of 30 ohms. A boston scientific technical services consultant discussed further troubleshooting and options for this patient. X-rays were performed; however, the results were not provided to the consultant. An electrode fracture was suspected and a revision procedure was performed. The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection identified the electrode had been severed 25cm from the terminal end and was returned in two segments. The proximal end of the shocking coil was stretched and x-ray showed a high voltage cable fracture. Laboratory evaluation confirmed the damage to the electrode was the result of the explant procedure and did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.